Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic laparoscopic ultra-low anterior resection procedure, while on the rectum, the device was completely fired, but there was an incomplete staple line on the distal area. A third stapler was fired to close the area and resolve the issue. Two(2) reloads were used one after the other and it could not be determined which lot number caused the issue. There was no patient injury.